Event description:
During an in clinic follow-up, the device was unable to be interrogated. A replacement procedure is anticipated to resolve the event. The patient was stable with no consequences.

Event description:
Additional information was received that the device was explanted to resolve the event. Further information was requested but not received.

Manufacturer narrative:
D6: explant date is estimated. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.